Event description:
During preventative maintenance of the device, the field service representative (fsr) reported that the delphin control module would not power up. There was no pt involvement.

Manufacturer narrative:
Note: the complaint is confirmed by the field service representative (fsr). The fsr noticed that the blue wire in the power cord had come loose from a solder joint. After soldering the cord back on, the fsr tested and confirmed that the centrifugal control module performed to specification. The root cause is related to the loose connector. No additional action will be taken at this time.